Event description:
Patient burn.

Event description:
Additional information received on (B)(6) 2015 from rptr for report (B)(4). Patient burn. This event was previously reported by me in (B)(4) 2015. This is a resend or re-tax because I lost my receipt of that medwatch report.